Manufacturer narrative:
Customer indicates their confidence that the provue is operating as expected. Customer adds that they are confident that the concern is related to the patient sample. Patient was reported to be stable. (B)(4).

Event description:
Customer reported a false negative reaction with a patient later confirmed to have an anti-jka to an antibody screen when tested on the provue system. Based on this negative antibody screen, the patient was transfused 6 units of abo compatible prbc's with no reported transfusion or adverse reaction to any of the 6 transfused units. Compatibility testing was performed by immediate spin tube.